Manufacturer narrative:
(B)(4), date sent: 2/9/2016, a1,2,3,4; b6,7: information asked for but unknown or not provided during initial contact. D4; h4: information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. D4: batch #unk. Additional information received: is the broken blade tip being returned with the device? Yes.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the active blade broke of the device. The surgeon did find it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.